Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation in the abdomen. It was also stated that the patients ipg was nonfunctional. The patient had injections to alleviate the pain and will undergo an explant procedure.

Event description:
It was reported that the patient was experiencing stimulation in the abdomen. It was also stated that the patients ipg was nonfunctional. The patient had injections to alleviate the pain and will undergo an explant procedure. Additional information was received that the patient underwent an ipg explant procedure. The explanted device will not be returned since it was discarded by the medical facility.